Manufacturer narrative:
Talking with the complainant, it was noted that the patient had very hard bone. In addition, the glc460 mis friction clip driver is a cannulated instrument (which lowers its strength). These two factors combined are believed to be the cause of the incident. In this particular case, the continued torque on the driver led to the tip of the shaft yielding and breaking in the head of the pedicle screw. The surgeon removed the tip of the driver and used an available backup driver to complete the procedure. The fractured tip was discarded at the hospital - it was not returned to genesys spine for evaluation. Since the surgeon used the device properly it will be recorded as a product malfunction.

Event description:
The tip of a glc460 mis friction clip driver broke during a procedure. The complainant reported that the patient had very hard bone and the tip of the driver snapped off while the surgeon was inserting an mis pedicle screw. This caused a delay in the procedure of less than 10 minutes as the broken component was removed. The surgeon used an available backup driver and completed the procedure without further incident.